Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The internal battery was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported that an astral device displayed a battery error message repeatedly. There was no patient harm or serious injury reported as result of this incident.